Event description:
The patient was suspected hypersensitivity.

Manufacturer narrative:
Examination of the returned products was unable to confirm the reported event. A search of the complaint databases did not show any other reports against the product and lot combinations, except for lot 2511969, in which there was one other report found. A DHR review was conducted on lot 2511969 which revealed no anomalies. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.